Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A technical support specialist uninstalled the keyboard hids to resolve this issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system keyboard was not working. The customer stated that the malfunction occurred when user trying to remove the medication for the patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.